Manufacturer narrative:
Not returned.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, multiple non-sustained rv oversensing episodes were observed. Review of episodes noted high amplitude noise artifact which were intermittently sensed on both ventricular and atrial channel. The ra and rv lead noise was reproducible in clinic with arm movements. Lead replacement was anticipated.

Event description:
New information noted that the lead was explanted and replaced on (B)(6) 2018. The patient was stable after the procedure.

Event description:
New information noted that the patient presented in clinic. The noise was still reproducible with arm movement. The lead was reprogrammed until further intervention. Lead replacement was discussed.